Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. This event occurred in (B)(6). Resubmission of initial report due to report code error.

Event description:
It was reported to siemens that a malfunction occurred while operating the axiom sensis system. During an interventional procedure, it was reported that the real time controller had no zero lines. It was not possible to register the patient and no communication with the rtc was possible. An alternate system was brought into the examination room and the procedure was completed. We are unaware of any impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a temporary disconnection of the real time computer and the signal input box. The investigation of the log files showed a temporary disconnection between the sensis real time computer (rtc) and the signal input box (sib). This was not during the procedure, but before the start of the procedure. The relocation of the patient was based on the decision of the operator. Due to the disconnection, there were no lines on the ECG-live-monitor and the user was not able to register the patient. After a complete shutdown and reboot, the system was working again as specified. There have been no additional incidents reported since this event. There were no hardware replacements and a system shut down and reboot resolved the error. The manufacturer is not considering further actions resulting from this event as no systematic error has been recognized.